Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller pump. The arctic sun 5000 was evaluated. Device not able to cool down water temperature. (Arctic sun 5000) no error code observed. Defective chiller pump was found. Chiller pump was replaced. It was reported that the screw missing from cooling pad connection. Loose screw at fluid delivery line was tightened. Calibration performed. Electrical safety check performed. Final evaluation performed. Device passed all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Correction: d,e,f,h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature was not controlled in an arctic sun device, screw missing from cooling pad connection. Per review of wo on 19sep2025, there was no patient involvement. Per follow up information received via mail on 25sep2025, device would be repaired in the hospital by medtech. No patient involvement.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature was not controlled in an arctic sun device, screw missing from cooling pad connection. Per review of wo on 19sep2025, there was no patient involvement.